Manufacturer narrative:
D2b - pro code (product code): lit e1 - initial reporter facility name: (B)(6). G4 - PMA/510(k) # field on 3500a form: k103751, k110122.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an artificial arteriovenous fistula. A 4.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an artificial arteriovenous fistula. A 4.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable. It was further reported that 90% stenosed target lesion was located in the over moderately tortuous and severely calcified vessel. The balloon ruptured upon first inflation at 10 atmospheres. The device was normally removed via the sheath.

Manufacturer narrative:
D2b - additional pro code (product code): lit. E1 - initial reporter facility name: (B)(6). G4 - additional premarket / 510(k): k110122. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 38mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.